Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome. Health effect - clinical code e2402: patient dissatisfaction with procedural outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient who underwent a breast augmentation revision procedure with an unspecified mentor saline breast prosthesis was dissatisfied with the results of the procedure. The patient reported that the surgeon did not get the size right and that one of her breasts was smaller than the other. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on an unknown date.